Event description:
Report 2 of 2. The customer contact reported an electrical shock. The docking station was connected to a gemstar pump. The pump was being used to deliver unspecified concentrations of fentanyl and marcaine in 100ml of normal saline at an unspecified rate. After an unspecified length of time in use, the first nurse noted that the solution container was leaking fluid onto the pump and docking station. It was reported that while assisting a nurse who had received an electrical shock form the docking station after removing the tubing set form the pump, a second nurse also received an electric shock to the hand. The docking station was removed from clinical service. There were no reported adverse effects to the nurse. No medical interventions were reported. There were no reported adverse pt events or delays in critical therapy while the device was in clinical use. During testing at the user facility, fluid was found inside the docking station, the docking station was not functional, and a burning smell was reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Report 1 of 2 of this event was submitted under MFR report #2921482-2010-00925. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).